Event description:
A falsely depressed calcium result was obtained on a patient sample. The depressed result was reported to the physician. The sample was re-run on an alternate dimension vista instrument and a higher result was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed calcium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium result is malfunction of the mixer probe. A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account and performed maintenance. The instrument is performing within specifications. No further evaluation of the device is required

Manufacturer narrative:
(B)(4). An urgent customer notification was provided to all streamlab automation solutions customers to inform them that siemens healthcare diagnostics has received reports from customers that the small pins at the bottom of the center door panel of the input/output module, which protrude approximately 5/8 inch (16 mm), have contributed to two trip and fall incidents. Customers are advised that when working in the area of the input/output module to be aware of the two pins that protrude and to use caution. They are asked to notify all streamlab operators in the laboratory to this potential safety issue and to post the notice on or near the system.